Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer recognizes the pressure occlusion low at 7.3 to 7.4 psi. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: pm testing. Case resolution: customer recognizes the pressure occlusion low at 7.3 to 7.4 psi. For some of his devices. ¿ customer performs the calibration to correct the occlusion pressure. ¿ device still not getting into acceptable tolerance range of 7.7 to 12.6 psi. ¿ assisted customer to identify problematic fault to the pressure set (8100-pcs). ¿ they will replace the set. Date range at year 2017. ¿ customer to replace with new pressure calibration set. ¿ they will call back, if further issues are present.